Manufacturer narrative:
(B)(4). Investigation summary ==> the complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed two other similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported via email from the sales rep that during a knee procedure, small bits of black plastic coating was coming off of the vapr temperature control end effect electrode tip while inside the patient. The fragments were removed. There was an eight minute delay with no patient consequences. The device is not being returned for evaluation.